Event description:
It was reported that during an laparoscopic procedure, the surgeon was extracting a specimen from the patient's abdomen and the device broke inside of the patient. Another device was used to remove the specimen and complete the case. There was no patient consequence.